Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook alpha thoracic device. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "patient required an emergent tevar a couple years ago. Patient had been symptomatic they did a repeat scan of his implant on (B)(6) 2019 and discovered the graft had significant thrombus and stenosis distally. The decision was then made to repair with an open surgical procedure to explant the graft." Patient outcome: patient required open surgical repair of the graft to restore flow to aorta.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 20-year-old male patient suffered a subtle intimal injury to his descending thoracic aorta after a traffic accident. After 1 month an enlarging psudoaneurysm was seen and it was decided to place an endograft to cover the injury. A zenith alpha device was implanted on (B)(6) 2018. In (B)(6) 2019 the patient presented with acute kidney failure, acute congestive heart failure, acute paraplegia from spinal ischemia and respiratory failure. Full work-up revealed a thrombosed stent graft. The patient had emergency surgery with resection and graft replacement of the descending thoracic aorta. A cta performed 10 months after zta-p implantation was provided and reviewed by an imaging expert. Per the findings of the imaging reviewer mural thrombus began at the sealing stent¿s distal end on the inner aortic curvature. It extended distally along the inner aortic curvature to the fourth mainbody stent. At the third/fourth stent junction, the thrombus thinned but became concentric through the fourth stent. Through the fifth stent, it gradually increased until the stent¿s terminal end. At the terminal end and 2mm into the downstream aorta, the thrombus formed a near occlusive shelf shaped thrombus. The downstream aorta was uniformly 17.5mm in diameter but normal in wall thickness. This contraction was the result of pressure drop across the nearly occlusive thrombus rather than stenosis. Regarding the kidneys the imaging reviewer finds that a small left wedge-shaped and multiple tiny bilateral renal cortical perfusion defects were consistent with renal infarcts. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Per the IFU risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. Based on the provided information and imaging it has not been possible to establish an exact cause for this event. It is likely is that the off-label use of this device contributed, as in-graft thrombus is a known adverse event related to the use of the device for blunt thoracic aortic injuries. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.